Event description:
It was reported to philips that the system's flexvision computer was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that flexvision computer frozen. Upon troubleshooting fse found that the flex vision pc was faulty. To resolve this issue, fse restarted the flex vision pc and advised customer to replace the flex vision pc. However, the customer didn¿t approve the quote for flex vision pc replacement. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.